Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) large volume folfusors leaked filled with "cytostatics" . This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.